Manufacturer narrative:
The customer replaced the touchscreen and calibrated it successfully to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during setup, the touchscreen was unresponsive on the top half of screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that calibration passed but the problem persists, requests part ID to correct the issue. The rse provided part ID for the touchscreen to resolve issue. This investigation is ongoing.